Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/3/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure at the doctor¿s office. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/16/2018. Also on 7/16/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel prostheses on (B)(6) 2018; catalog # 3503254bc, s/ns (B)(4). Concomitant products: left mentor smooth round moderate profile 365cc saline prosthesis, catalog: 3501650. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered creases around the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).